Event description:
Caller alleged discrepant inratio 2 inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2013, inratio inr: 2.9, laboratory inr: 7.86. The patient experienced epistaxis that lasted several hours. She then visited the emergency room where her coumadin dose was held for a day. Therapeutic range is 3.0 - 3.5 for the patient. On (B)(6) 2013: patient's nurse called distributor to report that the patient often takes a long time to apply sample, wipes away the first drop and squeezes out another drop of blood to apply to test strip. In addition, the patient has developed parkinson's and is very shaky. There was no additional information provided.

Manufacturer narrative:
Investigation pending.